Event description:
The customer reported that as part of weekly maintenance, an operator checked the lamp coolant level; subsequently, the operator added additional lamp coolant to the lamp coolant reservoir of the atellica ch 930 analyzer. While doing so, the operator observed that smoke or steam emitted from the reservoir. Next, the operator removed a small volume of coolant from the instrument and determined that the coolant was amber. There are no known reports of visible flames, burning smell or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that smoke or steam emitted from the lamp coolant reservoir when an operator added lamp coolant to the reservoir on the atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced the lamp cooling reservoir/pump assembly, lamp cooling radiator fan assembly, and ran an auto check, which recovered acceptably. The cse also determined that fluid was pumping properly through the analyzer. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.